Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was not provided for examination and root cause analysis to our service laboratory in melsungen. No sample was sent to melsungen. The provided information in the cc notification are insufficient for an assessment of the complaint.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". 240mg furosemide prescribed to be infused over 24 hours. Ran through over 6 hours instead. There was no harm to the patient, although the drug was administered much faster than prescribed.